Event description:
The catheter broke at the junction of the wings. Multiple attempts have been made regarding additional information. The reporter has not responded at this time.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation. Date submitted: 08/03/2006.